Event description:
Pt reported that pump stop working on last monday (B)(6) 2022 during infusion. Pt was able to finish the infusion. No injury. No extra pump on hand. Pt finished infusion by manual push. No delay in infusion. No information provided regarding about pump expiration date, lot number or serial number. New pump being sent to pt with pump return box to return defective pump. No additional information available. Pump used to infuse gammagard as above dose, strength and frequency. Pt will return in the broken pump. Reported to (B)(6) by pt/caregiver.